Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information received: what confirmation was received indicating that the device had fully fired? --- no information. Was the cut line fully circumferential around the target tissue? --- no. Was the staple line complete? --- no. How many counter-clockwise revolutions were used to open the device? --- no information.

Manufacturer narrative:
(B)(4). Additional information: incomplete firing cycle, uncut washer - blemished. The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap low anterior resection, the target tissue was not cut properly and deployed staples were malformed. The device was removed somehow by grasping the firing handle several times. The device was used to anastomose between the colon and the rectum. The site was recut and anastomosed again with another device. There were no adverse consequences to the patient.